Manufacturer narrative:
(B)(4).

Event description:
New information reported that the delaminated portion of the catheter was able to be successfully removed from the patient during the initial procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of a left ventricular lead, the implanting catheter was difficult to cut. Cutting was possible but delamination of the outer coating occurred. The delaminated portion could not be removed from the patient. The lead was successfully implanted and the patient was reported to be in stable condition following the procedure.